Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces. The insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm. The insulin pump was received with a cracked case display window corner, cracked lcd window, cracked battery tube threads, and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 236 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.